Event description:
The customer reported that a patient had died while receiving a continuous venovenous hemodialysis therapy (cvvhd). The hospital stated there were no problems with the treatment and the instrument performed as expected. This incident is being reported due to the patient being connected to the instrument at the time of death.